Manufacturer narrative:
Title: management of inadvertent supra-aortic arterial lesions during central venous access procedures: report of six cases and proposed algorithm source: annals of vascular surgery(2021),pp1-7. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the literature source of study, they evaluated the diagnosis and treatment of patients who arrived at their department for accidental supra-aortic arterial cannulation during cvc insertion. The first patient was referred for accidental subclavian artery (sa) puncture during central venous catheter (cvc) 11.5 french (positioning for hemodialysis. The patient had a stroke after the procedure. They performed computed tomography angiography (cta) that revealed catheter penetration into the vessel wall of the right internal jugular vein (ijv) and then into the right subclavian artery, downstream of the right vertebral artery origin, with catheter edge into the brachiocephalic trunk. They had to perform an endovascular subclavian artery repair (stent graft) because of cvc location and the patient's bad clinical condition. The patient was discharged on the third postoperative day. Cta performed before the discharge showed the stent graft and left subclavian artery patency. The second patient who had an acute kidney failure was referred for accidental common carotid artery (cca) cannulation during catheter placement (using 12 french catheter). During the procedure performed under dus guidance, involuntary movement of the patient caused cvc malposition. Doppler ultrasonography (dus)performed in emergency department showed the cvc penetration into the cca passing through the ijv. Cause of tip site (cca distal third) and quite big sizing, they performed an open surgery procedure, removed the cvc and after heparinization directly sutured the cca. The patient was discharged three days after the surgical procedure without complications. Dus performed before the discharge showed the cca patency. The third patient arrived at the department for accidental cannulation of cca during hemodialysis catheter placement (using 12 french catheter) achieved under dus guide. The patient had a history of chronic renal failure in dialytic stage, hypertension, and heart disease. The patient was immediately submitted to dus that showed the cvc located into the cca with arterial injury near the carotid bifurcation. Arterial puncture place (near the internal carotid artery origin) and injury size suggested for them to carry out an open surgical treatment. The arterial hemostasis was achieved by direct arterial wall suture. The patient was discharged on 2 postoperative day without complications. The dus performed one day after surgery showed cca regular patency. All procedures for these cases were conducted successfully: technical success (immediate hemostasis and vessel patency) was obtained. Postoperative imaging (cta) confirmed the absence of arterial bleeding and the arterial patency. No perioperative mortality or complications occurred. Management of inadvertent supra-aortic arterial lesions during central venous access procedures: report of six cases and proposed algorithm: pagliariccio gabriele, 2021, annals of vascular surgery.

Event description:
According to the literature source of study, they evaluated the diagnosis and treatment of patients who arrived at their department for accidental supra-aortic arterial cannulation during cvc insertion. The first patient was referred for accidental subclavian artery (sa) puncture during central venous catheter (cvc) 11.5 french (mahurkar) positioning for hemodialysis. The patient had a stroke after the procedure. They performed computed tomography angiography (cta) that revealed catheter penetration into the vessel wall of the right internal jugular vein (ijv) and then into the right subclavian artery, downstream of the right vertebral artery origin, with catheter edge into the brachiocephalic trunk. They had to perform an endovascular subclavian artery repair (stent graft) because of cvc location and the patient's bad clinical condition. The patient was discharged on the third postoperative day. Cta performed before the discharge showed the stent graft and left subclavian artery patency. The second patient who had an acute kidney failure was referred for accidental common carotid artery (cca) cannulation during catheter placement (using 12 french catheter, mahurkar). During the procedure performed under dus guidance, involuntary movement of the patient caused cvc malposition. Doppler ultrasonography (dus)performed in emergency department showed the cvc penetration into the cca passing through the ijv. Cause of tip site (cca distal third) and quite big sizing, they performed an open surgery procedure, removed the cvc and after heparinization directly sutured the cca. The patient was discharged three days after the surgical procedure without complications. Dus performed before the discharge showed the cca patency. The third patient arrived at the department for accidental cannulation of cca during hemodialysis catheter placement (using 12 french catheter, mahurkar)) achieved under dus guide. The patient had a history of chronic renal failure in dialytic stage, hypertension, and heart disease. The patient was immediately submitted to dus that showed the cvc located into the cca with arterial injury near the carotid bifurcation. Arterial puncture place (near the internal carotid artery origin) and injury size suggested for them to carry out an open surgical treatment. The arterial hemostasis was achieved by direct arterial wall suture. The patient was discharged on 2 postoperative day without complications. The dus performed one day after surgery showed cca regul ar patency. All procedures for these cases were conducted successfully: technical success (immediate hemostasis and vessel patency) was obtained. Postoperative imaging (cta) confirmed the absence of arterial bleeding and the arterial patency. No perioperative mortality or complications occurred.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.